Manufacturer narrative:
Device was discarded by the hospital. Hence, we could not conclusively determine the root cause of the defect. It is possible the balloon got caught on the calcified region of the plaque causing the balloon to dislodge from the shaft when pulling the balloon during embolectomy. Our sales rep. Had tried multiple times to get additional information about the incident from the hospital. However, he has not heard anything back from the hospital. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of similar nature for devices from this lot. We therefore believe this is an isolated incident. There was no injury to the patient as the result of this incident.

Event description:
While performing embolectomy, the distal tip separated from the catheter.